Manufacturer narrative:
Medwatch submitted on 08/24/2015. Device labeling: contra-indications do not inject into the blood vessels (intravascular). Undesirable effects the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: staining or discolouration of the injection site.

Event description:
Reported event of "vascular compromise" with symptoms of a "reticulate, violaceous patch in distribution of the left malar cheek" within one patient found in the following journal article: "clinical experience with 11,460 ml of a 20-mg/ml, smooth, highly cohesive, viscous hyaluronic acid filler," dermatologic surgery : official publication for american society for dermatologic surgery [et al.], 07/30/2015. Authors noted management included "injection of 20 u hyaluronidase and massage; complete resolution within 1 week."